Manufacturer narrative:
Philips service rebooted the system, reviewed logs, and confirmed no recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the radiation button was disabled due to software lockup on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.